Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent repair of ventral hernia with kugel patch. On (B)(6) 2003 - office visit: wound looks very good, but has developed considerable fluid. Fluid aspirated, no sign of infection. On (B)(6) 2003 - office visit: patient has accumulated just a very small amount of fluid. On (B)(6) 2004 - office visit: patient complaining of a knot in her abdominal wall. Patient has some distention or protrusion along the midline where her old scar is, no evidence of recurrence, impression is tissues have thinned out and weakened over the years. Intervention not advised. On (B)(6) 2005 - patient underwent ventral hernia repair with composix kugel. On (B)(6) 2008 - patient underwent ventral hernia repair with unidentified mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The medical records note the patient has underwent seven previous hernia repairs in addition to a hysterectomy, appendectomy and a cholecystectomy. The medical records indicate the patient was treated for a recurrence which is a known adverse event listed in the IFU. There is no indication the kugel patch was removed during any of the surgical interventions that took place. No lot number has been provided therefore a manufacturing review is not possible. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.